Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Additional information indicated that the patient had a pocket revision due to thrombocytopenia. Subsequently, the infection was noted after the pocket revision was performed. A temporary pacemaker was placed due to complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Additional information indicated that the patient had a pocket revision due to thrombocytopenia. Subsequently, the infection was noted after the pocket revision was performed. A temporary pacemaker was placed due to complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects reported. The rv lead was explanted.